Event description:
The following information was collected from an anonymous post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. When asked if there were new or unanticipated device issues, the physician stated "pericardial effusion" for the category of adult patients, suggesting a potential reintervention following a prior procedure with this device. Despite following-up with the research agency in attempt to obtain additional information from the respondent, no further details were received on how the stated pericardial effusion was treated. Gore has reviewed the available information and determined that the reported information does not meet the reportability criteria. Gore therefore is retracting this manufacturer incident report.

Manufacturer narrative:
B5, describe event or problem: updated. E. Initial reporter: updated information. Gore considers purdie pascoe ltd, london sw11 4lr, united kingdom as the initial reporter. Reported health care facility details received from purdie pascoe ltd: uniklinik rwth aachen, germany. H6, health effect ¿ clinical code: replaced code e0619 with e2403. H6, health effect ¿ impact code: replaced code f24 with f26. H6, type of investigation: added code b22. H6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: replaced code d16 with d14. Phr - a serial number for the implanted device could not be obtained. It appears that the device remains implanted. Therefore, an evaluation of the device could not be performed. The incoming information of a post-market, clinical follow-up anonymous satisfaction survey on the use of the gore® preclude® pericardial membrane initially reported "pericardial effusion" as a new or unanticipated device issue. This appeared to reasonably suggest a potential reintervention following a prior procedure with this device and was therefore considered reportable. Gore subsequently followed up with the research agency conducting this survey on the user¿s contact details, information on implanted devices and dates, patient data, as well as information on the clinical perspective on the cause of the stated adverse events and the device¿s role. In their response, the agency clarified that they were unable to follow-up with the respondent on the requested level of detail and could not request patient identifiable information. However, the research agency stated that they had reached out to the respondent but did not hear back from them and neither did gore, thus we have no additional information on the treatment of the stated pericardial effusion and if a reintervention has in fact occurred. The expanded polytetrafluoroethylene material of the gore® preclude® pericardial membrane helps minimizing adhesions in patients likely to undergo future reoperations. As during pericardial reconstruction, the gore® preclude® pericardial membrane is not sutured within the vasculature but is usually attached to the location where the native pericardium would typically have been, gore finds it likely that the reported instance of pericardial effusion is due to bleeding from the underlying required surgery. We are unable at this point to establish an allegation on the gore® preclude® pericardial membrane and have determined that the reported information does not meet the reportability criteria. We are therefore retracting this manufacturer incident report.

Manufacturer narrative:
The reported information was received from a post market clinical follow-up research survey where users may remain anonymous. Gore has reached out to the agency that conducted the survey in an attempt to obtain additional information on the user and the stated adverse event of pericardial effusion. A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflects gore's internal reference number for this case. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. When asked if there were new or unanticipated device issues, the physician stated "pericardial effusion" for the category of adult patients. No further information was provided for this adverse event. The information reported in this survey appears to indicate that a surgical reintervention or surgical interventions may have been performed for treatment.